Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed motor error. The customer also stated that he experienced high blood glucose levels on a regular basis. He requested assistance with programming the insulin pump since he did not wear the insulin pump for personal reasons. The blood glucose reading was 280 mg/dl. He stated that he normally treated with the insulin pump or manual injections, depending on his needs. The customer was advised to return the insulin pump due to the motor error alarm. Nothing further reported.